Event description:
The customer received questionable ise indirect gen.2 sodium results for three patient samples. The customer was not sure which cobas 6000 c (501) module generated the results. Refer to the medwatch with patient identifier (B)(6) for the other analyzer. They sent the patient samples to another facility and the results were discrepant. Data was provided for two of the patient samples. Patient 1 initial results were 137 mmol/l and 134 mmol/l. The repeat result was 142 mmol/l. Patient 2 initial results were 134 mmol/l and 136 mmol/l. The repeat result was 141 mmol/l. The erroneous results were reported outside of the laboratory. There was no adverse event. The electrode lot number and expiration date were requested but were not provided. The field service representative could not find a cause. All control results were acceptable and the system was performing to specifications. He ran a precision check. The investigation did not identify a product problem. The cause of the event could not be determined.